Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had high blood glucose levels with ketones. Customer is (B)(6) years old.